Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received failed self-test and had blurred screen. The customer¿s blood glucose level was 132 mg/dl. The customer stated that insulin pump was not able to rewind. Troubleshooting was performed for blurred screen and pump error. The product will be returned for analysis.

Manufacturer narrative:
Device received with missing segment or partial display, problem isolated to lcd board. Also, device received with motor arm failed self-test alarm during self test due to a faulty y1 on the rf board.